Manufacturer narrative:
The account found that all of the welds on the foot section lift arm broke causing the foot end to fall. Technician is sending the lift arm to the account. No further information is available on the repair at this time.

Event description:
The account alleged that the foot end of the bed broke and dropped to the floor. No patient impact.